Event description:
It was reported that during a surgical procedure the user experienced issues with accuracy. No impact to the patient or procedural delays were reported by the user facility with this event.

Manufacturer narrative:
It was determined that the navlock may have been bumped as the root cause.

Event description:
It was reported that during a surgical procedure the user experienced issues with accuracy. No impact to the patient or procedural delays were reported by the user facility with this event.

Event description:
It was reported that during a surgical procedure the user experienced issues with accuracy. No impact to the patient or procedural delays were reported by the user facility with this event.